Event description:
It was reported by the customer that on (B)(6) 2009 the aiming beam fired straight out of the fiber at 95,000 joules. No injury was reported. The device was not returned for evaluation.